Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim, urge incontinence and retention. It was reported that they had been having issues with implant since a year ago when they got it. They said they got the device for retention and are having continued retention issues. They could feel stimulation like shocks in their vagina and legs when they were at hospital and when they were self-cathing. They mentioned a lot of bladder pain and contractions and pounding pain in their kidneys. They also mentioned that they had a bowl accident at the hospital last night. Reviewed therapy adjustment options with patient.  They changed programs and increased stimulation to a comfortable level. They will maintain stimulation and monitor symptoms. Reviewed stimulation expectations. They stated they have appointment with their healthcare professional (hcp) on (B)(6) 2024 regarding ins removal. On 2024-aug-16 additional information was received from a healthcare professional (hcp). The hcp reported that their retention was not worse as a result of the device or therapy. They indicated that catheterization was not a part of their standard of care prior to the device. The patient was supposed to be catheterizing for their retention, but they couldn't tolerate it. It was unknown if the issue was resolved. They also reported that the device or therapy did not cause of contribute to their renal failure and there in no revision or removal planned.